Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge segmental resection procedure, on the third firing the surgeon test the opening and closing of the jaws it was done without any problem, but when the device was clamped into the tissue it could not be clamped and cartridge error indicator might have been displayed on the display screen. New reload was used however same issue occurred so they decided to use the reload together with a manual handle and it could be used without any issue. There was no patient injury.